Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 467 mg/dl. The mother stated that the customer had bolused 6.0 units to treat his glucose level. It was stated that the customer's glucose level was high for the past two days. The mother stated that the customer did not have any needles to treat with manual injections, but he has pens. The mother stated that the customer did not check his blood glucose, which also it may have lead to his high blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.